Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Cts provided pump reset information and assisted caller with resetting the pump. Malfunction still recurred after reset. The pump will be replaced to resolve the issue. Customer will use mdi for insulin delivery until new pump arrives. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per (B)(4). The information will be used for tracking and trending purposes.